Event description:
It was reported by claimant's counsel that the patient underwent elective foot surgery for treatment of chronic pain at the great toe joint and a large bump on the medial side of her right foot and was implanted with a variax 2 straight plate and locking screws. Allegedly about seven to eight weeks post-surgery, her right foot began to swell and became increasingly more painful. X-rays taken on (B)(6) 2023, allegedly revealed that the plate fractured and was revised on (B)(6) 2023.

Manufacturer narrative:
The reported event could not be confirmed since no evidence was provided for evaluation. A device inspection was not possible since the affected device was not returned and no other evidence was provided for investigation. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information such patient¿s medical records and the device itself are needed to determine the exact root cause of the issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported by claimant's counsel that the patient underwent elective foot surgery for treatment of chronic pain at the great toe joint and a large bump on the medial side of her right foot and was implanted with a variax 2 straight plate and locking screws. Allegedly about seven to eight weeks post-surgery, her right foot began to swell and became increasingly more painful. X-rays taken on (B)(6) 2023, allegedly revealed that the plate fractured and was revised on (B)(6) 2023.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.